Event description:
Reporter reported problem with fire damage to easy air power cord. The facility reported that the multi-outlet adaptor was overloaded reported that the multi-outlet adaptor was overloaded with up to six pieces of equipment plugged into the outlet at the time of the fire. There were also electrical storms in the area at the time of the occurrence. No one was hurt or injured, no damage to room or other equipment, some damage to the wall where the unit was plugged in. The administrator communicated that the incident was due to the overloaded condition at the outlet pulling too much current. The product was returned to span-america for further investigation.

Manufacturer narrative:
The returned unit showed no damage to the power unit itself, the fuse was not blow at the control unit. The power cord showed considerable damage at plug. The power cord was sent to the supplier for further investigation. Their report confirmed that something had been pressing against the power plug body as the cable was bent, and there were indentation marks on the cable. There were no signs of heat generation on the cable. All heat appears to have been in or near the plug. The plug was missing the line and neutral blades. Broken blades are due to user abuse. The plug was badly damaged and further investigation was not possible. This evidence suggest that the unit worked as designed, with damage only at the plug, and no damage to the power cord itself or the pump unit.